Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision procedure showed the ceramic head had fractured into 4 pieces.

Manufacturer narrative:
Conclusion and justification status: conclusion and justification status: the initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information has been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
The revision procedure showed the ceramic head had fractured into 4 pieces.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Conclusion and justification status: the initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information has been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. Addendum added 30 mar 2017. The supplier report was received which states; protocols and certificate of conformance were reviewed. The quality documents show that the values obtained meet specification. The density of the ball head was analysed and found to be complying with the delivery specification. Secondary metal transfer patterns can be found on the head. Primary metal transfer cannot be found equally distributed. The supplier report and products were reviewed by bioengineering in comact-(B)(4) which states; the report concluded that disturbance between the ceramic head and the stem, at the taper junction, was the most probable cause of the fracture of the ceramic head. Such disturbance may have resulted from mating the ceramic head on an already used stem. Without further information, the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.